Event description:
It was reported that a pta balloon ruptured during the first inflation within an upper arm av fistula and a portion of the pta balloon detached from the catheter during withdrawal of the device from the patient. The separated portion of pta balloon was successfully retrieved with snare in its entirety via the same access site. No further treatment was performed. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. Images were not provided. It was reported that the balloon was inflated using a syringe, so the pressure at the time of the rupture is unk. The IFU, (instructions for use) requires the physician to use a luer lock syringe with a manometer. In this event, it is unk if the balloon was overpressurized causing the rupture. The detached balloon piece was likely due to retraction force applied during the procedure. However, definitive root cause for this event is unk. The current IFU (instructions for use) states: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over-pressurization, use of a pressure monitoring device is recommended. Warnings: do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Equipment required: luer lock syringe/inflation device with manometer (10ml or larger).